Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reports having a couple of prelude snap sheaths not splitting properly and the little valve is falling out into the patient pocket. No patient injury reported.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was not returned for evaluation, but an image was provided showing the foam cap of the device detached from the hub. Because no scalloping was observed along the edges of the split in the image, a potential root cause is attributed to the incorrect alignment of shape on the machines. Since the device was used and was not returned, the complaint that the device was difficult to split cannot be confirmed. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformance of this nature is monitored by the engineering, quality, and management team members.